Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the patient was experiencing back pain from the device. The patient underwent a spinal cord stimulation (scs) explant procedure. No further information has been obtained despite good faith efforts.